Event description:
Additional review determined the event regarding device explant and disconnection issues was also reported in manufacturer report # 3004209178-2012-04782. Any additional information received regarding the event involving the disconnection issues or device explant will be reported under manufacturer report #3004209178-2012-04782. Any additional information received regarding the event involving the shocking sensation will be reported under this manufacturer report number (#3004209178-2012-04789).

Event description:
It was reported that the patient tried to set the stimulation, to cover his back and hip pain but that this had been difficult to accomplish. The patient stated that he had to have it "reconnected once or twice" and that the device model 37712 was explanted because the leads had come disconnected. The patient reported he felt a shocking sensation in the ribs on the left side, and that he'd had his programs adjusted 3-4 times. The patient had an appointment with his doctor scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).